Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of (B)(4). The device involved in the event was not returned and was discarded; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the replacement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date the patient was hospitalized for a stoma sight infection. The patient was treated with unspecified antibiotics during hospitalization and was discharged with a prescription for unknown antibiotic. On (B)(6) 2020 it was reported that the patient expired due to a possible complication of the bacterial infection at the peg insertion site. No additional information available at the time of reporting.